Event description:
It was reported that during a meniscus repair procedure, both t's (anchors) simultaneously deployed. No patient injury or procedural delay was reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The device is used. The complaint stated: "it was reported that during a meniscus repair procedure, both t's (anchors) simultaneously deployed. No patient injury or procedural delay was reported." T1, t2 and suture were not returned. The delivery needle has been toward the left. The delivery curve has been bent and exaggerated upward. This is consistent with difficulty reaching intended anchoring location. The device no longer cycled and actuated properly due to the disfigured needle. No root cause related to the manufacture of the device was confirmed.